Event description:
It was reported that the ventricular lead exhbited high threshold of 4.0 v. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.